Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 8840, product type programmer, physician. (B)(4).

Event description:
The health care provider (hcp) reported underinfusion. They were expecting 3.5ml but got back 23ml. This discrepancy was the result of a programming error. At the last refill she was expecting 17ml and got that back, but then refilled with 40ml and never updated the programming, so the reservoir volume was reflecting 17ml instead of 40ml. The hcp neglected to update the pump. The hcp refilled the pump with 40ml on 2015-(B)(6) and would reflect that with the programming. There were no other medical symptoms reported. The medication delivered via the pump was baclofen. The concentration was 2000 mcg/ml and the dose was 309 mcg/day. The lot number was unknown. The indications for use were intractable spasticity and other spasticity. The patient's medical history was unknown. The patient's outcome was unknown. Follow up was being conducted. If additional information becomes available, the event will be updated.